Manufacturer narrative:
Radiometer has decided to initiate recall with radiometer ref. Fan 915-412 in order to correct the issue at all affected customers. The permanent countermeasure will be a new software version where this issue is corrected.

Event description:
According to the complaint, a patient result measured on the abl800 flex analyzer got incorrect patientid and operator. No logs indicates anything has been changed after the measurement.